Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff was visually inspected and leak testing and passed both tests. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The aus was explanted and replaced. There is no additional information reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The aus was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.